Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet sleep/wake button was intermittently unresponsive, requiring multiple taps to unlock and functioning more reliably only when the device was on the charging pad; troubleshooting included guided wake attempts, a successful firmware update, and confirmation that blood glucose remained stable. Symptoms included no device vibrations on tap until the screen was awakened on the charger, without hypoglycemia, hyperglycemia, or other adverse health effects. Outcomes included shipment of a replacement ilet and patient use of an alternative insulin therapy until receipt, with no alerts or alarms reported. Investigation included remote troubleshooting, video capture of the behavior, confirmation of device identifiers and shipping details, and a review of device performance post-update. Investigation of this device was confirmed and revealed continued intermittent sleep/wake button nonresponsiveness consistent with a hardware interface or button actuation fault despite software update and charging-pad mitigation. It was concluded, based on previously established findings for similar reports, that the cause was likely a device hardware malfunction of the sleep/wake button assembly.